Event description:
Heater tubing on prismaflex console became overheated. The rn noticed that the gray heater tubing for the patient's prismaflex system was glowing white. It looked like the gray heater tubing was overheating. The nurse pulled the patient's prismaflex blood tubing out of the gray warming tubing and turned the prismaflex heater "off." She said the gray heater tubing was very hot as soon as the glowing white color out. The gray tubing had a small (less than 1 cm diameter) dark brown circle on it where the apparent burn occurred. The outside of the patient's prismaflex blood tubing also was singed black from the heat, but did not burn through the tubing. Discontinued the prismaflex therapy for this patient and notified an acute dialysis nurse who happened to the in the unit about the event. The dialysis nurse removed the heater unit from the prismaflex console.